Manufacturer narrative:
Feb. 08, 2016 11:15 am (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cutting device was getting stuck in the harvesting tool and wasn't moving forward or backward. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25120833, 25120921 , 25120861 and 25121053 .the last four lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history the cannula and the harvesting device were returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. The cannula was inspected. No visible defects were observed. The c-ring was able to be extended and retracted with reference endoscope installed. No blockage was observed in the scope wash system or the cannula insufflation tubing. The harvesting tool was inspected. A visual inspection determined that the pivot of the assembly which holds the jaws and connects the shaft was bent . This did not allow the cutting device to move back and forth in the harvesting device and got stuck there. Based on the results of the evaluations, the complaint was confirmed for " bent shaft".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cutting device was getting stuck in the harvesting tool and wasn't moving forward or backward. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.